Event description:
I am a type 1 diabetic and have been a user of your dexcom g7 since (B)(6) 2023. Prior to that time, I relied on a libraview sensor but switched on a recommendation from my doctor. From time-to-time, I have had some problems with the dexcom g7 sensor: "failure to pair'', "brief sensor issue", and discrepancies between sensor readings and a finger stick value. I reported these to your customer service people and usually received replacement sensors. However, recently I have had three serious incidents that have destroyed my trust in the reliability of the g7 sensors. The most serious incident occurred on (B)(6) this year. The g7 sensor alerted me to a low value of 75 mg/di. I started to ingest carbs, but the value reported by g7 did not move up the way I would have expected. When I used a "finger stick' to cross check, the value was actually 55, 20 points lower. A few minutes later, I went into convulsions and my wife had to call the (B)(6) ems. I was taken to (B)(6) hospital and spent overnight there. The second incident occurred about two weeks after I tried using an insulin pump with a g7 as the sensor. For unknown reasons, with no alert from the sensor, I woke up about 1 am. I was suspicious and took a "finger stick" reading. It was 68. Not knowing what the pump was doing (feeding me insulin??), I disconnected the pump and stopped using it because I could not trust the sensor input. Then, yesterday, sunday, (B)(6), I had a serious of readings above 350 and trending higher. The g7 kept rising, peaking somewhere above 619, which was absurd! The "finger stick" value was in the low 300's. When I tried to enter the data into the g7 to "calibrate " the device, it refused the entry. A high reading from the sensor invalidates the "low alert" function of the sensor! I have 8 sensors on hand including the one I'm wearing. I intend to switch to libraview as soon I can get an rx and insurance permission to make the switch. I am sending a copy of this letter to the FDA to alert them to what I consider a serious safety problem. Device codes: 1535, 3283, 2339, 2890, 1506. Patient codes: 4406, 1912. Reference reports mw5175908, mw5175909.